Manufacturer narrative:
The customer reported partial voteouts and erroneous high plt result on one patient sample. The instrument generated a result of 1000 x 10 3/¿l and rerun was 300 x 10 3/¿l which matched historical patient data. Controls failed. The beckman customer technical support (cts) carried out cleaning and clearing of the instrument but it did not resolve the issue. Service was scheuled. The field service engineer (fse) found a faulty rbc bath (part c16608) and replaced it. Verification was performed per test and inspection summary. Bec internal identifier - (B)(4).

Event description:
The customer reported that their dxh 600 instrument, part b23858, serial number (B)(6), generated erroneous high platelet (plt) result on one patient sample. There was no report of an adverse event. Erroneous results were not reported outside of the laboratory. There was no report of death, injury, delay or change to patient treatment or diagnosis and there was no report of harm to patient, operator or any other person related to the reported issue. Patient data was not provided by the customer.